Manufacturer narrative:
The investigation was completed. Data analysis: console logs from the reported day of event are consistent with complaint and show two occurrences of controller error alarm (#1045, opm communication crc invalid), and three events 1045 (event duration < 2 minutes). Ltlog and rtlog data shows intermittent loss of all data from optical bench, presented as ¿-16384¿ values. Device analysis: issue was not reproduced during testing, but the observed field data pattern is consistent with ¿loss of opm data¿ due to optical bench firmware anomaly. Root cause: the momentary loss of placement signal and controller error alarm was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.

Manufacturer narrative:
D6a and d6b should have been left blank on the initial manufacturer device report. E4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in an 82-year-old male patient undergoing high-risk percutaneous coronary intervention (hrpci). The patient¿s medical history was significant for coronary artery disease, diabetes mellitus, and renal insufficiency. After the pump was successfully started, waveforms intermittently disappeared from the console display, while flows and motor current remained within acceptable ranges. This intermittent issue occurred multiple times during the procedure. After the second or third occurrence, a ¿controller error¿ message was displayed on the console, and the decision was made to exchange the controller. At the end of the case, the patient was connected to a different console, after which no further issues were observed, and pump function remained stable. The reported events are controller failure, placement signal issue, medical device revision or replacement, and hemodynamic instability. The impella cp is being conservatively reported for hemodynamic instability due to a temporary interruption of support during the controller exchange; however, the exchange was performed without known patient consequence, and support was maintained.